Manufacturer narrative:
The complaint investigation for a falsely elevated alinity I toxo igg results on the alinity I processing module, serial number (B)(6), included a review of complaint text, a search for similar complaints, trending data, labeling, and device history records. The customer service center specialist (csc) reviewed the analyzer logs and suggested the customer replace the alinity pipettor probe, list number 03r96-01. The customer performed the suggested troubleshooting, including replacing and calibrating the sample alinity pipettor probes, which resolved the customer¿s complaint. No subsequent issues have been reported. A review of the instrument history revealed no contributing factors described in this complaint. A review of labeling and historical data was done, and both were adequate, with no increase in complaint activity. Based on all available information and abbott diagnostics' complaint investigation, no systemic issue or deficiency was identified.

Event description:
The customer observed a falsely elevated alinity I toxo igg result for one patient. The following data was provided (<1.6 iu/ml is nonreactive, >/=3.0 iu/ml is reactive): sample ID (B)(6), initial result was 6.1, repeat was 0.0 iu/ml. There was no impact to patient management reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Section a1 - patient identifier complete entry = (B)(6). All available patient information was included. Additional patient details are not available.

Event description:
The customer observed a falsely elevated alinity I toxo igg result for one patient. The following data was provided (<1.6 iu/ml is nonreactive, >/=3.0 iu/ml is reactive): sample ID (B)(6), initial result was 6.1, repeat was 0.0 iu/ml. There was no impact to patient management reported.